Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a frequent and persistent occlusion alarm issue. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue could not be resolved with troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 09/26/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/27/2016 with the following findings: the black box shows multiple occlusion alarms leading to delivery interruptions on 2016-06-02; the force at time of occlusions is high. Occlusion with high force at 21:19; deliveries resumed 21:28. Occlusion with high force at 25:53; deliveries never resumed. A rewind, load cartridge, and prime steps performed successfully with no alarms. Force sensor is detecting the correct force. Pump completed 24hr duration testing with no eaw¿s duplicated. Available daily insulin delivery totals correctly reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering within required range and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.